Manufacturer narrative:
As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood and tissue. The reported event of loss of capture and high pacing impedance were not confirmed. An x-ray inspection and electrical testing revealed no indication of conductor fractures. Electrical testing revealed internal shorting between conductor coils due to outer coil off set and inner insulation damage in the proximal region of the lead consistent with procedure damage. The reported event of abnormal lead body was confirmed. A visual inspection of the lead revealed the outer insulation was twisted. The cause of the abnormal lead body was twisted outer insulation caused by over-torquing the inner coil inside the connector region consistent with procedure damage.

Event description:
It was reported that high pacing impedance and high capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead during the implant procedure. The rv lead was explanted and replaced to resolve the event, and the patient was in stable condition. The rv lead was inspected after the procedure and the lead body appeared to be abnormal.